Event description:
The pt was being prepared for transport from a hospital to another location and had just been transferred to the impact 754 portable ventilator system when it gave and "no gas" or "compressor failure" alarm and stopped delivering gas to the pt. The pt was quickly transferred back to the hospital ventilator while another 754 device was obtained and prepared for use. The end user reported there was no serious injury to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur, it was reported that the unexpected behavior of the ventilator caused the need to switch the pt back to the hospital ventilator while another portable ventilator could be obtained. We have submitted this as a serious injury event because this switch in ventilation equipment was necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was treated upon receipt at impact and the reported problem was duplicated. The device o2 valve and o2 flow screen were found to be the root cause of the malfunction and were both replaced. Periodic maintenance calibration and functional testing were performed at impact following the repair. The unit was returned to the end user after it tested within specification.